Event description:
On 06 may 2024 neo tract made aware of a patient who underwent pul with seven implants on (B)(6) 2024. Post procedure, patient experienced hematuria for one week which self-resolved, but abdominal pain continued. In (B)(6) 2024, CT scan revealed fluid collection in the abdomen. On (B)(6) 2024 ,30 cc of fluid was drained by the interventional radiology which appeared to be blood. The patient reported to be fine, and no other adverse events occurred to the patient.